Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows one haptic is bent on the lens. There is clear surgical residue on the lens. Conclusions- no conclusions can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that, the surgeon was advancing a three piece silicone lens model aq2003v in the injector and the lens wouldn't slide in the injector and a haptic was bent. There was no patient contact or injury.